Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Multiple supply changes were performed to address the occlusion alarms and the occlusion alarms continued leading the customer to revert to manual injections for insulin therapy. The customer's blood glucose level ranged between 136-178 mg/dl. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.